Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was explanted together with the whole system per the patient's request. The patient had tingling sensation in the chest and since the device is not needed any more per the physician, the system was removed. This ra lead was then explanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.